Manufacturer narrative:
Investigation summary: no actual samples and photos were received from the customer, the defect status cannot be confirmed. No abnormality is found on process and the retained sample, no defective sample returned. Sku#: 383019 is an intima ii product (pvc extension tubing, y connection site). The maximum pressure tolerance of this product and prn is 45 psi. The intended use for the bd intima ii device is the intravascular administration of fluids, not for enhanced scanning of magnetic resonance. Therefore, the complaint cannot be confirmed to be related to product quality. Review the production records and machine troubleshooting records for this lot products, no abnormality, deviation or rework activity. A device history review was conducted for lot number: 2019324. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units; bd will continue to track and trend for this issue.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked blood and fluid at the connection site. The following information was provided by the initial reporter, translated from chinese: "before use, checking that the packaging of the indwelling needle is intact and within the validity period; the latex cap on the heparin cap came off during the enhanced MRI upper extremity scan, which resulted in extravasation of blood and fluid. So it is replaced."